Manufacturer narrative:
Troubleshooting of the instrument was performed by the customer with the help of customer technical support engineer over the phone. Evaluation method): customer technical support engineer evaluated the instrument over the phone. Evaluation results; cta drain pump assembly. Evaluation conclusions: instrument was repaired by the customer with the help of customer technical support engineer over the phone. (B)(4). Evaluation was done over the phone.

Event description:
The customer reported that the closed tube aliquoter (cta) waste overflow bottle involving a unicel dxc 600i synchron access clinical system was full and had overflowed. The customer wore personal protective equipment consisting of gloves, gown and eye protection at the time of the event and no exposure or injury was reported. No erroneous patient results were generated and there was no change to patient treatment in connection with this event. Customer technical support (cts) engineer assisted the customer with troubleshooting over the phone. The cts directed the customer to tighten the clamp on the drain peripump and to prime the instrument. The customer indicated that the issue was resolved and will call back if further assistance is needed. No further call was received by the customer as of (B)(6) 2013 and failure mode was determined to be the closed tube aliquoter (cta) drain pump assembly.